Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s mother stated that she ¿had a bad feeling¿ as the daughter was not moving while asleep. She checked the patient¿s bg reading which was 28mg/dl although the cgm was reading 148 mg/dl. The mother gave the daughter a first aid glucagon kit injection and called for an ambulance. The daughter was taken to the hospital and stayed there for approximately 12 hours. No emergency medical services (ems) or hospital treatment information was provided. At the time of the report that patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.